Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the pod did not double beep after being filled with insulin, so she discarded the device. The patient had to seek medical attention because her blood glucose levels were over 500mg/dl. She went to the emergency room (ER) and was diagnosed with high blood glucose. Treatment included a shot of insulin, she did not recall the amount given. The patient was at the ER for 4 hours and was given a prescription for 2 vials of novalog to use with her pods, as she had run out of insulin after this failure. She had a follow up appointment with her doctor to ensure that the pdm (personal diabetes manager) settings were correct.